Manufacturer narrative:
One used device was received for evaluation. As received, there was a small hole in the tubing. No other damages or anomalies noted. The set was leak tested per product specification. There was a leak from the hole observed. There were no other leaks or damages observed. The probable cause of the small hole observed in the tubing is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received regarding a lfieshield¿ extension set - 17 inch 0.2 micron filter, clave¿ y-site, non-dehp that experienced leakage and air in line. It was reported that there was a leakage from the tubing specifically the tubing part of the filter was leaking tpn and air was getting in. Additionally, there are one or two pin holes in the actual tubing and leaking the fluid through the holes.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.